Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument had a compromised insulation cable observed in sterile processing department (spd). Customer was not notified of any issues the last time the instrument was used. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the damage was first observed in (spd) with 4x magnification per the instructions for use (IFU), as stated in the return material authorization (RMA). The damaged cable was the black cautery cable. Damage to insulation, cable appeared to be intact, hard to see with 4x magnification. There was no loss of cautery associated with damaged cable. There was no fragment fall inside of the patient¿s anatomy. There was no arcing and associated patient injury. The instrument was returned to isi for evaluation. A photo was submitted with the RMA the date the original RMA was submitted.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The bipolar instrument was analyzed and found to have damage of the conductor wire insulation at the yaw pulley. There were no material missing and the conductor wires were not exposed. The conductor wire insulation was damaged, but the wire was not frayed or fully broken. The instrument passed an electrical continuity test. Components adjacent to the damaged wire insulation do not show damage. The complaint was confirmed by failure analysis. Image review: a review of the provided image was performed by an intuitive surgical, inc. (Isi) fae. The following additional information was provided: blurry image, but it appears that the conductor wire insulation is damaged and a small part of the bare metal wires might be exposed underneath. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage can damage the insulation.